Event description:
Hospital reported to FDA via medwatch that while a patient was being treated with the subject device, he kicked against fiberoptic pad and received skin abrasions from sharp edges. Pateint was treated with antibiotic ointment and has since recovered.